Event description:
It was reported that during a laparoscopic right hemicolectomy the staple line was incomplete and missing staples that had to be over sewn. No adverse event to patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.